Event description:
It was reported that the air dermatome is skipping and creating holes in the graft. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned for evaluation and it was determined that the device was out of calibration at the zero setting. However, this would not affect the grafting ability of the device as grafts are not harvested at the zero settings. The remainder of the settings were determined to be within calibration specs. It was also determined that the ball detent, thickness lever, bearings and hose required replacement. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at zimmer osp in february 2008. The agency's inspectional observation concerned the decision(s) not to submit certain mdrs.